Event description:
Per the clinic, the patient experienced a performance decrement and facial nerve stimulation with device use. It was also reported that 4 electrodes were extra cochlear. The device was explanted on (B)(6) 2020, and the patient was reimplanted with a new device during the same surgery.